Event description:
The customer stated that the enteral feeding pump does not deliver the right amount. It is programmed to deliver 1400ml at 130ml/hr and there was 200ml left. No further information has been provided.

Manufacturer narrative:
The previous report had the incorrect initial reporter information. The initial reporter is unknown at this time. Additional information was requested. If additional information is received, this report will be updated.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged and the reported issue could not be confirmed at this time; accuracy testing results: rate 150ml, vtbi 500ml, time 30 minutes, actual delivered volume = 74 ml - spec. Is ( 67.5 ¿ 82.5 ml ). Accuracy is within service manual specifications. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.